Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient reported that the alleged issue with the subject meter occurred on (B)(6) 2012, at 9:06 am and (B)(6) 2012, at 9:08 am. She obtained a glucose result first thing each morning, first day of "150 mg/dl" and "198 mg/dl" on the second day on the subject meter, which she felt were inaccurate high compared to her feelings/normal values. The patient stated that she checks her glucose 7x/day and manages her diabetes with humalog insulin (pump therapy) and due to the alleged issue she continued her usual diabetes management. She informed this mss, that first thing in the morning she gets fasting glucose results of less than "102 mg/dl." Since she obtained the inaccurate high glucose results, she reported immediately self treating with insulin (unable to recall dose administered). The patient claimed "10 minutes" after administering the insulin due to the high results; she felt shaky and had trouble concentrating, which she associate to symptoms of a hypoglycemic state. She reported that she called her health care professional right away and was advised to eat or drink something. The patient reportedly ate and drank and soon after remembered feeling better. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. The patient's products have been returned to lfs product analysis on (B)(4) 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (01/27/2012)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2012 the meter was tested and no faults were found. On (B)(6), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.